Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 401 mg/dl. The customer reported changing the infusion set and running high. The customer inquired about the fill cannula being process. The customer declined troubleshooting for the high blood glucose level. The customer was advised to monitor and call us back if the blood glucose does not go down. The insulin pump will not be returned.